Event description:
Left subclavian vein was cannulated with 23 gauge needle. On attempting to thread standard 5 french coaxial wire, obstruction was met. Attempt made to remove both the wire and needle together. Needle withdrew easily; however wire remained attached to tissue and broke beneath the skin line. Small segment of wire remained in lumen of midsubclavian vein. Appeared to be partially within venous wall and resistant to movement in spite of attempt to retrieve.